Event description:
Hill-rom rec'd a report from the account stating the brake not set alarm did not sound. The bed was located in ICU pod3 bed 21 of the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom tech found the piezo speaker needed to be replaced. A search of the hill-rom maintenance records did not show hill-rom performed preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the piezo speaker to resolve the issue. Based on this information, no further action is required.